Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" on the continuous glucose monitor. Customer did not take any action to address the high bg. Customer declined troubleshooting from tandem technical support. No additional information was provided.